Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he is in the process of revising an accolade tmzf stem that was implanted in 2007 by a colleague. The reason for the revision is the neck of implant has broken away from the stem. He further reported that the size of the head used was a 44 and it was used in conjunction with a trident cup. He also stated that the patient was very large. The customer noted metal destruction during the revision procedure on (B)(6) 2016. The surgeon further reported that the revision went well.